Event description:
It was reported that this patient had this device implanted as well as a pacemaker system. Data was sent for analysis and two inappropriate shocks were noted. During a follow up the events could not be reproduced although significant morphology changes were seen. It was also noted that signals in the alternate vector were very small and after a new automatic set-up the primary vector was used. However, significant morphology changes were see in the primary vector as well, thus the physician decided to deactivate tachycardia therapy and monitor the patient. A request for review of the data was sent to technical services (ts). Ts noted that three inappropriate shocks were delivered and all three episodes showed high amplitude mechanical artifacts. Ts did not believed the artifacts were related to the pacemaker operation. Ts discussed further troubleshooting and recommendations for this case. Additional information noted that the system was explanted and a new transvenous system was implanted. It was noted that screening had failed in all vectors. The system will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual examination confirmed the complete electrode was returned and that setscrew marks were present in the correct locations on the terminal pin. Visual inspection also identified a white piece of foreign material on the sense b node terminal ring. The foreign material was confirmed to be silicone and to be consistent with flashing from the terminal boot. The silicone appeared to be loose on the terminal ring but had spring marks on it, indicating that when the terminal ring was being held in place by the device spring contact within the header port, the silicone was held in place on the ring by the spring. The presence of this foreign material on the terminal ring, between the ring and the device spring contact, could have contributed to the clinically-observed sensing issues. The electrode passed resistance testing indicating it was electrically continuous and the inner and outer conductor coil insulation was intact. This event was communicated to our manufacturing, design, and test engineering teams and we will continue to monitor field reports for similar findings and a cross-functional team will work to determine what, if any, corrective action(s) is/are necessary.

Event description:
It was reported that this patient had this device implanted as well as a pacemaker system. Data was sent for analysis and two inappropriate shocks were noted. During a follow up the events could not be reproduced although significant morphology changes were seen. It was also noted that signals in the alternate vector were very small and after a new automatic set-up the primary vector was used. However, significant morphology changes were see in the primary vector as well, thus the physician decided to deactivate tachycardia therapy and monitor the patient. A request for review of the data was sent to technical services (ts). Ts noted that three inappropriate shocks were delivered and all three episodes showed high amplitude mechanical artifacts. Ts did not believed the artifacts were related to the pacemaker operation. Ts discussed further troubleshooting and recommendations for this case. Additional information noted that the system was explanted and a new transvenous system was implanted. It was noted that screening had failed in all vectors. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had this device implanted as well as a pacemaker system. Data was sent for analysis and two inappropriate shocks were noted. During a follow up the events could not be reproduced although significant morphology changes were seen. It was also noted that signals in the alternate vector were very small and after a new automatic set-up the primary vector was used. However, significant morphology changes were see in the primary vector as well, thus the physician decided to deactivate tachycardia therapy and monitor the patient. A request for review of the data was sent to technical services (ts). Ts noted that three inappropriate shocks were delivered and all three episodes showed high amplitude mechanical artifacts. Ts did not believed the artifacts were related to the pacemaker operation. Ts discussed further troubleshooting and recommendations for this case. Additional information noted that the system was explanted and a new transvenous system was implanted. It was noted that screening had failed in all vectors. The system will be returned for analysis. No additional adverse patient effects were reported.